Event description:
The reporter stated that there was injector related damage to an eyeonics lens. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.